Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of this event. Instructions for use (IFU) warns against improper reprocessing with the direction that ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the suction block on the evis exera iii colonovideoscope tested positive for over 10 colony forming units (cfus) of coliform. The sampling occurred during reprocessing. According to the customer, per protocol, the scope was returned from repair 09feb2023. Manually brushed and reprocessed in the automated endoscope reprocessor (aer). The scope was hung for 12 hours and then underwent microbial tested by (B)(6) 2023. The scope was retested per protocol for any growth on (B)(6) 2023. The user facility quarantined the scope as a precaution per their infection control department. Prior to being quarantined, the scope was used for a diagnostic colonoscopy on three (3) patients on (B)(6) 2023 and three (3) patients on (B)(6) 2023. All procedures were completed with the same device, there was no delay in any of the procedures and no medical intervention was required. All patients were well per the post procedure calls on (B)(6) 2023. The device was inspected before use per the instructions for use (IFU). No other devices were reportedly involved in these events. These events were not reported to medsafe/ therapeutic goods administration (tga). Per the customer, the device also had a snare get caught in the suction/biopsy channel for polyp removal. The snare was not an olympus device, there were no observed kinks in the snare and reinsertion was successful and polyp removed with original scope. This medical device report (MDR) report is being submitted to capture the customer¿s allegation of the device testing positive and being used on a patient prior to being quarantined.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegations could not be confirmed. The device evaluation found that the adhesive on the bending section cover was cracked. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.